Manufacturer narrative:
Pump passed the displacement test, self-test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. Thump and software was utilized and downloaded trace/history files properly. No unexpected alarm anomaly noted during testing or in the file history on event date. The test sensor simulator communicated and paired properly with the pump noted. No communication anomaly or device not found noted. Also, pump was programed with bg meter and sensor simulator connected and calibration properly to pump data transfer correction and no different. Pump was cut open to perform visual inspection, no moisture damage on the electronics, keypad assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad button, broken belt clip rail. In conclusion, pump passed all testing required, bg meter and sensor simulator connected and calibration properly and no difference between sg vs bg, delivery anomaly noted during testing or in the trace/history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 74 mg/dl, and the blood glucose value was 144 mg/dl. The sensor glucose and blood glucose difference is 70 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7020la, and mmt-1880. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. No harm requiring medical intervention was reported. No product return is required for mmt-7020la, and mmt-1880.